Manufacturer narrative:
A getinge field service engineer (fse) currently investigating the problem. It is taking time because the symptoms have not been reproduced. No further information available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) screen display was distorted when starting up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a